Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was indicated the medication being delivered was off-label. The indication for use was not provided. It was reported the patient's pump could be seen through the incision. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated there was a patient compliance issue. The patient kept touching and aggravating the incision. It was indicated the patient was picking at the incision and caused the incision to open up. It was indicated there were no infections. The pump was replaced on (B)(6) 2019. It was indicated the device had been discarded. The issue had been resolved at the time of the report, 2019-mar-19. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available. Additional information was received from the manufacturing representative (rep). The rep confirmed there was no infection present. The onset date of the event was unknown. The doctor did not have any further information. The doctor assumed the issue started and continued following their previous replacement (on (B)(6) 2018).